Manufacturer narrative:
Samples received: 1 open box labeled as (B)(4). With 12 closed pouches of g0058715-120095. Analysis and results: there are no previous complaints of both code-batches. We manufactured and distributed in the market 1,164 units of the code- batch g0058715-120095. There are no units in our stock. We manufactured and distributed in the market 936 units of the code- batch 0088787-720136. There are no units in our stock. We have received 1 open box labeled as g0058715-120095 with 12 closed pouches of 0088787-720136. According to the samples received, inside the boxes with ref (B)(4) (novosyn violet 3/0 (2) 250cm aro ddp) there are pouches with ref (B)(4) (novosyn violet 1(4) 4x45cm hr48to). This mistake took place in the warehouse when labelling one box with the ref g0058715 and batch 120095. The operator labelled by mistake a box that contains novosyn violet 1(4) 4x45cm hr48 to product reference as novosyn violet 3/0 (2) 250cm aro ddp product reference 0058715. According to the information received, only one box of this code-batch has been found with this issue. Therefore, we assume that this is an isolated and accidental box. Nevertheless, we take note of the incidence and the personnel involved has been informed to avoid that this issue happens again. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with packaging of novosyn suture. The client reported that the another product reference is inside the box. Inside the box of the product reference (B)(4) (novosyn violet 3/0 (2) 250cm aro ddp) there are units of product reference(B)(4) (novosyn violet 1(4) 4x45cm hr48to). There is only one box affected and it was found before use.